Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented for follow up. The left ventricular lead exhibited high impedance; lead fracture was suspected. The lead was explanted and replaced.